Event description:
During attempt to resuscitate pt with physio control lp/9 defibrillator, r2 pad arced and caught IV line, et tube, monitor-leads, as well as the pt's chest hair and beard on fire. Unable to revive pt. Failure of r2 pad was unrelated to death.